Manufacturer narrative:
Device is implanted and unavailable for evaluation. Add'l info has been requested, and if received will be supplied on a supplemental.

Event description:
It was reported, "3 level acdf. One screw popped through the plate. It happened at the second most superior screw hole on left side."